Event description:
It was reported that the patient "had device entanglement that resulted in removal of 90% of my large intestine." After the patient was initially implanted, she experienced "pain and feeling stimulation in her stomach." The system was removed and a new device was implanted, which had been working fine. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).